Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported event of stent retrieval loop broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and microscopic examination found that the retrieval loop on the stent was broken. The stent delivery system was not returned to the complaint investigation site for analysis. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the common bile duct. During the procedure, when the physician attempted to remove the stent, the stent loop broke. The stent was successfully removed using a rat tooth forceps. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the common bile duct. During the procedure, when the physician attempted to remove the stent, the stent loop broke. The stent was successfully removed using a rat tooth forceps. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.